Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified renal artery. After a 0.014x180 aguru support guide wire crossed the lesion, a 3mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was completely removed and a 4mm non-bsc balloon catheter was advanced to complete the dilatation. A 6mm express sd stent was then deployed. No patient complications were reported and the patient's status was good.